Event description:
The customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The cpu battery was replaced as a precautionary measure. The system operates as intended.